Manufacturer narrative:
Physical device was not returned for analysis. The insulet cloud system was checked for user data for the period on (B)(6) 2025 - on (B)(6) 2026. Data was only found to be available for on (B)(6) 2025. The data from this period was downloaded and reviewed. Review of the cloud data found that controller serial number: (B)(6) was setup on (B)(6) 2025 with a manual basal program of 0.75 u per hour for 24 hours. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The first pod used was activated around 11:45 on (B)(6) 2025 and deactivated at 17:13 on (B)(6) 2025 having run for 1767 pulses. The second pod used during this period was activated around 17:45 on (B)(6) 2025 and deactivated at 18:20 on (B)(6) 2025 having run 85 pulses due to an occlusion hazard alarm. No pods were activated after this pod deactivation. The last estimated glucose value received was 287 mg/dl at 18:20 on (B)(6) 2025. The cloud data showed that 10 boluses were delivered during this period, with the largest bolus being 7.2 u at 20:11 on (B)(6) 2025. No evidence of a pod delivering the entire reservoir of insulin in a short period of time was observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was not sure what happened but all of the insulin from their pod went into their body, and then they ended up in the hospital. Specific blood glucose levels were not reported. Date of event was not provided. The patient was hospitalized for three months, due to coma. Attempts to obtain additional information were made, however the patient¿s husband stated that no further information would be provided regarding the event.